Manufacturer narrative:
This report has been identified as b. Braun inc. Internal report # (B)(4). One y-type blood set connected to a partially used 250ml IV bag was returned for evaluation. No visual issues were noted. The set was subjected to air pressure (leakage) test according to specification with acceptable results. In order to simulate the reported event, the set was spiked and primed. No leakage was noted during the simulation. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned set met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure cop-qp-8000051.

Event description:
As reported by user facility: reports nurse attempted to administer sodium chloride to patient and noticed a leak on the side of the tube. There is blood in the tubing. No patient injury.